Event description:
Informed that a formalin spill had occurred in pacu utility room. The nurse immediately placed first can of neutralizer on spill. Fumes were strong. Spill cart arrived with environmental services lead. Wearing a mask, they entered the room and spread another can of neutralizer on the spill. Maintenance stated that a leak in ed was noted coming through the ceiling tile. A pt and spouse were immediately moved to another room. Fire dept arrived on scene to clean up hazardous materials. Both were taped closed. An outside hazardous waste management service was brought in the clean up the rooms, ceiling tile removed and properly stored. Both rooms were certified to be used once again.